Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a possible fracture, high impedance, no sensing and no capture. The lead was removed and replaced while the patient was having an open heart procedure. No patient complications have been reported as a result of this event.